Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and instructed them to use shorter bursts or place a temporary pacing wire. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker patient was undergoing an ablation procedure and the device was programmed to electrocautery mode. No pacing therapy was observed during the procedure. No adverse patient effects were reported.